Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead had increased capture threshold which resulted in intermittent capture. The physician attempted to reposition the right ventricular lead, but the helix would not fully extend. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix extension issue was confirmed while the reported event of intermittent capture was not confirmed. A complete lead was returned in one piece for analysis with the helix stretched consistent with procedural damaged and was clogged with blood/tissue. X-ray examination showed that the inner coil was over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was due to the helix being stretched and clogged with blood/tissue and over torqued inner coil at the connector region consistent with procedural damage. Electrical and visual analysis were normal with no anomalies found except the damages consistent with procedural damage.